Manufacturer narrative:
A complete lead measuring 57.2com was returned in one piece for analysis. The damage was found sustained during surgical procedure. The lead was otherwise normal.

Event description:
It was reported during an implant procedure, that the proximal tip of the right ventricular (rv) lead was tortuous and was unable to be connected to the generator. The lead was explanted and replaced. The patient was stable.